Manufacturer narrative:
The evaluation of the returned pump revealed internal driveline wire damage. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the driveline revealed breakdown of the braided shield approximately 2.5 inches from the pump housing as well as adjacent to the pump housing. Visual inspection of the severed portion of the driveline revealed no breaches in the insulation of any of the wires. Visual examination of the pump end section of the driveline revealed breaches to the black, orange, red, green, and yellow wires approximately 2.5 inches from the pump housing. If the exposed conductors of the black, orange, red, green, and yellow wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the captured pump stoppages, low speed alarms, and low flow alarms. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient, who has been using an ungrounded/modified power module patient cable (B)(6) 2014, received a low speed advisory alarm and driveline disconnect/red heart alarms. The patient mentioned that the red heart alarms occurred while performing body movements such as sitting up and moving his right arm across his chest. The patient was reportedly asymptomatic but was admitted for evaluation. The log file submitted to the manufacturer for review confirmed multiple pump stops and speed drops greater than 200 rpms below the low speed limit. It was noted that these issues appeared to be occurring on both power module and on batteries and that this type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2015, the manufacturer¿s technical services team arrived onsite for a percutaneous lead evaluation. No open wires were found while performing the phase interrupter/continuity tests. Review of an x-ray image displayed an internal suspect area at the end of the pump end bend relief. The patient subsequently underwent a pump exchange on (B)(6) 2015. Additionally, information was received from the intermacs registry stating: patient has repeated stoppages of hmii pump. He has lived with nongrounded cable for one year but now has recurrent stoppages. Plan lvad exchange. (B)(6) 2015. Patient has lvad electrical failure, taken to or for replacement of hmii with hmii lvad.

Manufacturer narrative:
Approximate age of device - 2 years, 7 months. The device was returned for investigation. The evaluation is not yet complete. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is ncdu-6286(121867). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.